Event description:
Reportedly, after the trocar was removed from the pt cavity, it was noted that the sheath was torn, the trocar was cracked, and a piece disengaged from the instrument. Procedure: laparoscopically assisted sigmoid colectomy. Pt status: no pt injury reported.